Event description:
It was reported that two biliary stents allegedly fractured in the mid superficial femoral to poplteal vessels. The stents remain implanted. No patient injury.

Manufacturer narrative:
The DHR was not reviewed, as the lot number was not provided. The stent remains implanted, therefore, no sample evaluation could be done. The application represents off-label use. The lifestent flexstar xl self-expanding biliary stent system is intended for use in the palliation of malignant strictures (neoplasm) in the biliary tree.